Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 140 mg/dl. The blood glucose reading at the time of the event was 497 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated that the insulin pump alarmed motor error. Customer had high blood glucose the previous day. Customer was vomiting. Hospital treated with IV drip and fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.